Manufacturer narrative:
Failure analysis was performed on the main board. Visual inspection: no anomalies. Benchtop analysis: assembled into a golden unit. Ran on automated test console. Failed ventricular pulse noise test, 182.85mv. Measured ventricular pulse noise is within the requirements of the ventricular pulse noise test (0-100 mv). Measured ventricular pulse noise on the bench at 44.44mv. Logs analyzed, no errors found. Confirmed unit fails ventricular pulse noise test, but ventricular pulse noise level measured is within device specifications. Conclusion: no defect found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: analysis could not confirm the reported atrial sensitivity issue. Testing did find that the main printed circuit board (pcb) was electrically out of specification, one case screw was contaminated, and the upper case had a broken boss. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the annual inspection, the external pulse generator's (epg) atrial sensitivity values exceeded the specified tolerances. The sensitivity values continued to increase during testing. The ventricular sensitivity measurements were within specification. The epg has been returned for service. There was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.